Manufacturer narrative:
Approximate age of device ¿ 1 year.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced heart failure symptoms including fatigue and shortness of breath (sob). Lactate dehydrogenase has doubled in last few weeks. There were no other signs of hemolysis. The patient received a pump exchange and inflow cannula was reposition. No additional information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. A potential cause of the reported increase in lactate dehydrogenase (ldh) was confirmed during the evaluation of the explanted pump. The proximal side of the outlet stator revealed a soft, pink, non-adhered deposition. The deposition was seated between the outlet bearing ball and two of the blades. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump during operation. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. The observed deposition could have contributed to the reported rise in ldh if it was present in the pump during operation. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.